Manufacturer narrative:
Additional information: g3 study and company representative.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented at a follow-up in clinic. The patient had experienced a vibratory alert for backup vvi mode on the implantable cardioverter defibrillator. Upon review, an issue with the patient's home monitor caused the backup mode. Device restoration occurred. The patient experienced no adverse consequences.